Event description:
It was reported, that the patient presented for generator change on (B)(6) 2023, due to high capture threshold exhibited by the right ventricular lead. The lead was capped and replaced, during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.